Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Since there is no sdi video output in facility and the video output of the composite output is not output in the evaluation, it seems that the dp board, which is the base of the video processing, is abnormal. It is highly likely that fpga malfunction or synchronized device accidentally broke down and the output of both sdi and the composite disappeared. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(6). (B)(6) checked the subject device and found that the reported phenomenon was duplicated due to the failure of the electric circuit board. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified procedure, the endoscopic image signal could not output from composite out terminal, therefore user could not create the report with the report creation system (non-olympus product). The image signal output from the hd/sd sdi out terminal which was used for endoscopic image observation on the monitor was no abnormality. There was no report of patient injury associated with the event.